Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. The impedance spiked up ten months prior and had been steadily increasing since then. It was also noted that the threshold had increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53, lead, (B)(6) 2001. (B)(4).